Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The device was returned for what the customer described as a frozen screen. Upon investigation it was observed the screen would change normally during the start up process but would not recognize touch input. The lcd touch input cable was disconnected from the main pcba. Plugging it back in restored screen functionality. Device subsequently passed mock infusions. A crack was identified on the top of the rear housing consistent with a drop or other hard impact. Rear cover o ring was removed to look for suspected fluid ingress, none was found. O ring was functional and intact when removed, will need to be replaced.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: no harm of patient reported, nor an active infusion being stopped. Frozen screen. A preliminary review of the logs identified the following issue: processor hardware failure (linux core). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.